Event description:
It was reported that the surgeon explanted an edwards prosthetic valve, 2 weeks after implantation, because of aortic insufficiency (ai). Per the patient's medical records, he initially had this 23mm valve placed for aortic stenosis and regurgitation. At the end of that procedure, there was still mild to moderate aortic regurgitation. Both leaflets of the right and left cusp moved pretty well but the noncoronary cusp was not coapting very well against the other 2 leaflets and there was central ai. The patient was hemodynamically good and becuase the tissue was not very good, the surgeon was reluctant to take it out. It was noted that it was hoped the ai would get better. Repeat echo on pod #7 demonstrated severe central ai with moderately increased pulmonary artery pressures and large pleural effusion. Repeat echo on pod #14 demonstrated lvef of 60% with moderate ai. It was decided to perform redo-aortic valve replacement. Intraoperative transesophageal echocardiogram (tee) showed severe ai; one of the leaflets was not moving very well. During explantation of the valve, it was noted that 1 aortotomy suture had caught the edge of the noncoronary cusp and was not allowing it to move. Therefore, the suture was cut and the valve leaflet was moved fine, but there was still a little distortion of the valve. The aortotomy was closed. The patient came off bypass and still had moderate aortic regurgitation (ar). At this point, it was decided to go back in again. The aorta was reclamped and distal to previous aortotomy was made and the valve had no perivalvular leak. There was some distortion of the valve. There was some distortion of the valve, however. It was oversized in the annulus. The valve was removed. The device was replaced with a 21 mm prosthetic valve. The patient came off bypass and again was bleeding. The surgeon had to go back and bleeding hemostatsis was achieved. Once off bypass again, tee showed the cardiac output was 9. The gradient was 20 mm. The valve function was good; no ar. Postop echo also showed no evidence of ar.

Manufacturer narrative:
Suture looping. Evaluation summary: customer report of aortic insufficiency could not be confirmed due to the condition of return. As received, leaflet 1 had a cut area of 10 mm x 3 mm, leaflet 2 had a cut area of 8 mm x 4 mm and leaflet 3 had a cut area of 10 mm x 2 mm. Cut sections were not returned with the valve. Host tissue was minimal to moderate at the stent outflow. Commissure 1 wireform was exposed on the outflow aspect. The x-ray demonstrated commmissure 3 wireform was bent inward as well as stent wireform was deformed. These damages possibly occurred during explant. Additional manufacturer narrative: it was reported that the device was explanted due to aortic insufficiency (ai). Unfortunately, the reported event could not be confirmed due to the condition of the valve upon return (see evaluation summary above). Ai in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ai are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the insufficiency worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents 1 aortotomy suture that had caught the edge of the noncoronary cusp and was not allowing it to move. Although the root cause of this event could not be confirmed, it appears that the patient's insufficiency was likely related to technique related issues during implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.